Manufacturer narrative:
The technician found the metal guard around the pins of the pin connector molded plug is broken off and the pins are exposed.

Event description:
The account reported the communication cable will not stay connected. The technician reported the bed would not place a nurse call. No patient injury reported.